Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (h787ssdx10i0) in order to determine the last three lots shipped to the reporting hospital in the six months prior to the procedure date. The two lots obtained through the shr were (4807098 and 4970691). The device history records for the lots obtained through the ship history report (packaging lots) were reviewed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the vortex port product family and the failure mode "catheter fractured/migrated. " no adverse trend was indicated. The reported complaint description of "catheter split off in patient while port was being removed" is not confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for the reported event. The instructions for use which is supplied to the user with this catalog number, contains the following statements: "potential complications: catheter fragmentation and catheter pinch-off. " the instructions also provide guidance on port placement, maintenance, and removal. (B)(4).

Event description:
As reported, during removal of an implanted port at knapp medical center the catheter fractured. The port had originally been implanted on (B)(6) 2017. The fractured portion of the catheter was removed by the interventional radiologist at knapp medical center. No patient injury was reported. The used device has been discarded at the hospital.